Event description:
Patient was in cardiac arrest. Ambulance was dispatched at 14:29; truck was in route at 14:30; on site at 14:33. Patient was 80 years old male; had no pulse and wasn't breathing. Attempted to shock patient at 200j. Unit didn't discharge. Turned unit off and back on. Charged unit again, at 14:37, to 200j and still wouldn't discharge. Turned unit off and replaced paddles with pads at 14:39. Charged and discharged at 200j, 300j and 360j. Patient died. Nurse said death was not related to problem with equipment.

Manufacturer narrative:
Results of investigation: hp ce tested the unit following the event. The unit passed its self-test; ce couldn't ge the unit to fail; there were no errors logged in the error log. For customer satisfaction the unit was sent to the medical repair depot for further evaluation. Tests included a delivered energy test. All tests passed. Unit returned to ce. Ce will replace paddles for customer satisfaction. Conclusion: although no trouble was found during device evaluation following the event, the paddles were replaced for customer satisfaction. The unit was returned to service.